Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was unable to be replicated by analysts. The upstream sensor was replaced as a preventative measure but no fault was found with the returned device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd-legacy 6400 pca pump had an upstream occlusion alarm occur. There were no reported adverse effects.